Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 400mg/dl. Customer treated with ice cream. Troubleshooting found that the cannula was bent. Customer declined high blood glucose troubleshooting and indicated that they knew the reason why they were high.